Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose (bg). Technical support assisted the caller in resetting the pump and, since the malfunction did not recur after the reset, the customer was advised to continue using the pump. The customer was instructed to call back if any malfunction code recurred.